Event description:
It has been determined that the device associated with this complaint is non-allergan. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side exchange. Later healthcare professional reported right side rupture. Device has been explanted.